Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a perforation and pericardial effusion occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure, a versacross connect for faradrive was selected for use. The versacross connect dilator was used to gain transseptal access. The physician used the versacross connect dilator again to gain more optimal positioning for the laac portion of the procedure once the pfa portion of the procedure was completed. During transesophageal echocardiography (tee) imaging, it was noted that a pericardial effusion had developed in the superior aspect of the heart. Pericardiocentesis was performed removing approximately 1000cc of blood to treat the effusion. It was not confirmed, but the physician suspected that the versacross connect device perforated the heart wall while trying to attempt the second transseptal for the laac procedure. The patient was kept at the hospital overnight for observation. The patient was discharged home the next day with no further complications. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported a perforation and pericardial effusion occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure, a versacross connect for faradrive was selected for use. The versacross connect dilator was used to gain transseptal access. The physician used the versacross connect dilator again to gain more optimal positioning for the laac portion of the procedure once the pfa portion of the procedure was completed. During transesophageal echocardiography (tee) imaging, it was noted that a pericardial effusion had developed in the superior aspect of the heart. Pericardiocentesis was performed removing approximately 1000 cc of blood to treat the effusion. It was not confirmed, but the physician suspected that the versacross connect device perforated the heart wall while trying to attempt the second transseptal for the laac procedure. The patient was kept at the hospital overnight for observation. The patient was discharged home the next day with no further complications. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of pericardial effusion and cardiac trauma were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device for the reported pericardial effusion and cardiac perforation, since the clinical events are anticipated in nature through residual risk communicated in the IFU for the versacross connect access solution for faradrive.